Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's screen goes black and becomes unresponsive. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The device was not returned to olympus for inspection and the reported failure was no confirmed. The customer contacted olympus technical assistance support via phone. They must reboot the cv-1500 for the screen to recover. Olympus technical assistance support advised the customer not to use purple super sani-cloth wipes and to clean the screen only with materials specified in the instructions for use. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.